Event description:
It was reported that during incoming inspection "found stain on product."

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. An evaluation was performed on (B)(4) 2014. Received eight unused i.d 6.0mm endotracheal plain tubes with work order #: (B)(4) returned in unopened jss preprinted blister packs and affixed with label. The samples were tested on (B)(6) 2014. The samples were inspected and the observations are as follows: two units confirmed for foreign substance in package, five units confirmed for stain on product and one unit confirmed for product broken. Review of the assembly record did not reveal any signs of the associated defects detected during the 100% light test. Based on the analysis of the returned samples provided it was found that they did not meet our inspection criteria. However, this complaint issue has been investigated to address the confirmed complaint and documented in the CAPA system to address the confirmed complaint to prevent future occurences. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.